Event description:
Lag screw protruding into soft tissue. The lag screw was removed and replaced with a shorter lag screw.

Manufacturer narrative:
Examination was not possible, as the product or x-rays were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although the complaint is non-verifiable, provided information states the lag screw was removed and replaced with a shorter one. Provided information also states the product was not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.